Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material inside the nozzle/suction cylinder could not be identified. However, it¿s likely the cause is related to reprocessing not being completed at the facility. The event can be prevented/detected by handling the device in accordance with the following section of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the valve of the evis exera iii colonovideoscope was stuck. The issue was found when preparing the device for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out of the suction cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the valve inside the suction cylinder was broken. Also, evaluation found the distal end insulation test failed, the air/water and suction cylinders had no color, the image had white dots due to damage on the charged coupled device (ccd) unit, the air supply volume did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction did not meet the standard value, the adhesive around the objective lens was chipped, the light guide lens was cracked, and the bending section cover adhesive was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.